Event description:
It was reported that noise was detected on both the right ventricular (rv) lead and the right atrial (ra) lead, which was reproducible with shoulder movements. In addition, impedance levels "shot down" dramatically. The rv and ra leads currently remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5076-58 implantable pacing lead implanted: (B)(6) 2006; product ID: p1501dr implantable pulse generator (ipg) implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right atrial (ra) lead and right ventricular (rv) leads exhibited oversensing noise due to subclavian crush. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.